Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered an override bolus of 25 units approximately two hours prior to reporting the event. Reportedly, the customer had intended to program a value of 25 grams of carbohydrates into the bolus screen but accidentally entered a value of 25 into the units screen. Then, the customer delivered this bolus of 25 units and experienced a low blood glucose (bg) level of 40 mg/dl. To treat the low bg level, the customer consumed carbohydrates. At the time of the reported event, the customer's bg level was 69 mg/dl. At the time of the reported event, the customer still had 10.8 units of insulin on board (iob), and would continue to consume carbohydrates to ensure bg levels stabilize. Approximately an hour later, during a follow-up call, the customer confirmed that bg level returned to target range and were at 109 mg/dl.